Manufacturer narrative:
The device is expected to be returned. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that leaked an unknown chemotherapy after it had been in use for 2 minutes. The leak was visually observed at 12:00pm. There is no report of adverse event.

Manufacturer narrative:
Two microclaves, two spinning spiros, and one bifuse extension set (unknown manufacturer) were returned and visually inspected. The samples were leak tested according to product performance specifications and no leakage was identified. As received, the strap of one spiros was broken. The probable cause of the broken strap is due to an error during the automated assembly process. No other visible damage or anomalies were observed. The broken strap did not impact the functionality of the spiros. A device history record (DHR) review could not be conducted because a lot number was not identified. The reported complaint of a leaking spiros could not be replicated or confirmed. D9 - date returned to mfg: 02-mar-2021. Corrected information in d7a. Additional information in h3.